Event description:
The device was used during a hartman procedure. Reportedly, on the third firing on the anastomosis, bleeding occurred at the staple line and a hematoma formed. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.